Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention devices. Retention (n=29) devices were tested with in-house clinical hcg negative urine samples and hcg 3 miu/ml urine controls. All results were negative at the 3 minute read time and met qc specifications. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the insufficient information provided and without patient specimen in-house analysis. Although return was requested, customer did not return devices.

Event description:
(B)(6) 2015: patient tested on the consult diagnostics hcg dipstick and a positive result was obtained. Patient was postpartum (delivery date: (B)(6) 2015). No confirmatory testing performed. No further information provided.